Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level as a result of this issue. To address the problem, technical support instructed the customer on how to press the button more effectively and confirmed the pump's warranty status. A replacement pump was arranged, and the customer was to use multiple daily injections as a backup therapy in the meantime. The customer was guided on how to prepare the malfunctioning pump for return and acknowledged the need to return it within ten days using a pre-paid label.